Manufacturer narrative:
Additional procode: kwp;kwq;mnh;mni;osh complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective, and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, a posterior spinal fusion at l2-l5 was initially performed. On (B)(6) 2020, a removal procedure in the spine was performed. During the procedure it was found that the setscrews had come off at l2 right and l3 left. The procedure was completed without surgical delay. No further information is available. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown ). Unknown rods (part# unknown, lot# unknown, quantity unknown ); 5.5 exp verse unitized set scr (part# 199721001s, lot# tm1213, quantity 4). This report is for one (1) 5.5 exp verse unitized set scr. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary visual inspection: 5.5 exp verse unitized set scr (part. No: 199721001, lot. No: tm1213, qty: 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the threads of the screw got slightly stripped. Minor scratches and some discoloration were also noticed on the surface of the device. Device failure/ defect identified? Yes. Functional test: functional inspection of the receive screw was not performed at cq as the mating device was not returned at cq. Stripped threads might have contributed to the reported loose condition. Can the complaint be replicated with the returned devices? Unable to perform. Dimensional inspection (micrometer: om803): dimensional inspection of the received screw was performed at cq. The threaded diameter of the screw was measured to be within specification as per the drawing. Document/ specification review: the following drawings were reviewed during the investigation: 5.5 exp verse unitized set scr. No design issues or discrepancies were noted during the investigation. Complaint confirmed? Yes. Investigation conclusion: the complaint is being confirmed for 5.5 exp verse unitized set scr (part. No: 199721001, lot. No: tm1213) as the threads of the screw got slightly stripped. While a definitive root cause could not be determined, it is possible that the threads might have encountered unintended forces. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for 5.5 exp verse unitized set screw was conducted identifying that lot number tm1213 was released in one batch. Batch1: lot was released on feb 9, 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.